Manufacturer narrative:
Updated fields: h4, h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty valve component. However, the specific cause of the faulty valve component could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The valve movement was found poor during the device evaluation. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high flow insufflation unit was experiencing a pinch valve issue. According to the initial reporter, this event took place during preparation for a therapeutic procedure. Additional details concerning the completion of the procedure and the patient¿s overall outcome were requested, but those details were not provided.